Event description:
It was reported that during a lap esophagectomy, one instrument had the tip burnt along with the pad. Both sides of blade turned black. A piece from the tip fell from pad. The tip of a second instrument burnt in the first five minutes of procedure. A third device was opened to complete the case. There was no pt consequence.